Event description:
It was reported to the MFR by the facility (B)(6), per the family member, they were lowering the bed and the hydraulics gave out. The bed came down and smashed the family member's left foot. Several calls were made to the facility on multiple occasions with no response from the facility. (B)(6), a service repair company, went to the facility on (B)(6) 2013. (B)(4) performed a visual inspection and bed function testing on the bed. The bed performed as intended with no failures.

Manufacturer narrative:
(B)(4) is sending the report to the MFR.